Event description:
The reason for call was patient reported issues charging their implanted neurostimulator for about a week now. Patient described they would have to keep moving the paddle around to get it in exactly the right spot and then it would appear that the implant was charging and then when they would check it would have hardly charged at all; patient noted after 1.5 hours the implant was finally charged. Patient reported seeing good charge quality and then reposition and noted this was daily. Patient added that this morning about halfway through charging their implant they attempted to unlock the screen and nothing happened, the screen just remained black. Patient stated they plugged the controller into the ac power supply and then screen again remained black and unresponsive for maybe 30-45 minutes and then showed that both batteries were at 100%. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Agent had patient reset controller with ac power supply and connect the recharger; patient re ported recharging excellent. Agent reviewed information and advised patient to monitor and call back if issues persist. Patient mentioned they have an MRI scheduled for next week.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.